Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system cannot expose and cannot store images. The frontal ippc memory has failed and storage was not possible due to an image disk problem. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The device was in clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and identified that frontal image processing pc (ip-pc) memory 2 had failed and fluo storage was not possible due to an image disk problem. Philips sent a quote to the customer for inspecting the system on-site, but the customer never gave approval for onsite evaluation; no device inspection was performed by philips. Hence, no service has been provided by philips. On feb18, 2024 the ippc degraded disk bay board ¿ frontal issue was started and the fse resolved the issue by replacing the ppc and hard disk and upgraded ippc software. The codes were updated based on the investigation outcome.